Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 5: it was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 patient sample was overfilled. There was no health impact or consequences reported.

Event description:
Report 3 of 5: it was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 patient sample was overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation related to lot number 4288996. The photo was evaluated and does not show the customer¿s failure mode of overfill. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. For lot numbers 4288002, 4222851, and 4222847, bd had not received any samples for investigation. A total of 100 retained samples from each known lot were visually inspected with no issues identified. A functional draw volume test was conducted on 10 retained samples from each known lot and all tubes were within specification limits. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Based on a review of the device history record(DHR) for the incident lots, all product specifications and requirements for lot release were met. DHR could not be performed on the unknown lot number. This complaint has not been confirmed for overfill on the known lots or for clotting on the unknown lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.